Manufacturer narrative:
(B)(4). Conclusion / root cause: the sensor pcb passed all test; no faults are found on this returned sensor pcb. The reported complaint of high internal oxygen alarm error was not duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the unit alarmed high internal o2, the unit continued to ventilate and the patient was removed from the ventilator to be placed on a different ventilator. The customer reported patient involvement with no harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the unit alarmed high internal o2, the unit continued to ventilate and the patient was removed from the ventilator to be placed on a different ventilator. The customer reported patient involvement with no harm to the patient.